Event description:
It was reported that upon interrogation, the pulse generator displayed an error message and exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).